Event description:
Incident reported as: during surgery the dart on the end of the suture broke off inside the pt. The physician reported that he may have hit a bone and that is what broke the suture. The physician left the bullet inside the pt. No pt injury or intervention reported.

Manufacturer narrative:
No add'l info available at time of this report. No sample available for eval. Evaluation: method - no sample rec'd for eval. Results - DHR review showed issues or discrepancies were found which could potentially relate to this complaint. Conclusions - internal corrective action was initiated to address this and similar issues. This CAPA was to implement corrective actions that will minimize recurrences of the customer's claim.